Event description:
It was reported that the images from the 6600 system looks elliptical, not round. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep informed the customer to verify the normal/mag mode slide was in the proper position. The system was turned on and operates as intended.